Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the flow sensor error and related vte errors were due to water contamination of the flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).